Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 3.4, and 16.7mmol/l. Tests were done within 20 mins with a difference of 117%. Pt did not experience any adverse events. No further info has been reported.